Event description:
Health care professional reported left side "band-like fluid accumulation around the implant on the left side¿. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is not related to the device. Additional observations: deformation observed.

Event description:
Previous medwatch submission noted seroma. Upon further information, abbvie medical safety has determined that there was no fluid, and inflammation.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health care professional reported left side "band-like fluid accumulation around the implant on the left side.¿ device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Health care professional reported, left side "band-like fluid accumulation around the implant on the left side". Device has been explanted and replaced with a non-allergan device.